Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during a transurethral lithotripsy (tul) using a ngage nitinol stone extractor, the basket was unable to be opened. The device was tested prior to use and inserted into the patient to extract about 20 kidney stones of approximately 3mm in size. After five stone extractions, the basket failed to open again. A different manufacturer's device was used to complete the procedure. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was finger tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.4 cm in length. The support sheath was slightly bowed. There were kinks in the basket sheath, located 83.3 cm, 84.5 cm, and 111.9 cm from the distal tip. A functional test determined the handle did not actuate basket formation. The handle was disassembled. The support sheath and the basket sheath were found detached. Adhesive was visible on the basket sheath where the support sheath is placed. The basket formation could not be manually actuated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions which state, ¿excessive force could damage device." Based on the available information, cook has concluded that it is possible that the sheath of the device was inadvertently kinked during use, which increased the force required to function the basket, leading to the basket sheath and support sheath separating. Because it could not be confirmed that the device was kinked during use, the cause of the issue could not be conclusively determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotripsy (tul) using a ngage nitinol stone extractor, the basket was unable to be opened. The device was tested prior to use and inserted into the patient to extract about 20 kidney stones of approximately 3mm in size. After five stone extractions, the basket failed to open again. A different manufacturer's device was used to complete the procedure. There have been no adverse effects to the patient reported as a result of this occurrence.